Event description:
It was reported that during a rotator cuff tear repair surgery, the anchor was broken. Then the surgeon removed the broken anchor and implanted a backup twinfix anchor. There was a surgical delay greater than 30 minutes.

Manufacturer narrative:
One 5.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The anchor has broken above the suture eyelet. Dimensional assessment of the anchors major diameter found it within print specifications. The anchor was removed from the inserter and the inserter tines that interface with the anchor are bent and twisted. The condition of the device indicates it was subjected to excessive force during insertion.